Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown persona knee bearing cat#:unk, lot#: unk. Unknown persona knee femoral cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01151, 0001822565-2018-01152.

Event description:
It was reported that the patient have personal injury after knee implant, no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0002648920-2018-00250. Updated: